Event description:
Per medwatch report, following biopsy procedure, dr. Noticed half of forcep jaws missing. X-ray revealed it was still in pt. Object is in left upper lobe of lung. No plan to retrieve at this time. Pt sent home with meds/antibiotics. Per contact. 1/2 of one jaw was in pt. Same lot samples are being returned.